Event description:
It was reported that during tumor resection with trepanation procedure, perforator did not stop working after touching soft tissue. The inner drill did not stop and they fell with the craniotome to the depth of the length of the entire drill (inner and outer). It was also reported that there was no damaged piece remained in the patient's body, blood transfusion intervention performed and there was a few hours delay in procedure. It was reported that the patient was alive - with injury. The procedure was completed with the reported product(s).

Manufacturer narrative:
Product analysis: no conclusion can be drawn. Device evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation could not reproduce the reported malfunction of that continues to run. The possible causes may be related to the position of the drill in relation to the patient's skull (perpendicularity), the thickness or characteristics of the patient's bone (porous bone), or adherent dura mater. It may also occur when trepanation sites are too close to each other or after cleaning the cutting edge of the cranial drill. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.